Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused nodules in the lungs. The patient did not receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging has pulmonary nodules in lungs an issue related to a CPAP device's. The patient did not receive medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an potential hair/fiber in and around the air inlet, unknown white and black contamination (dust-like), inconsistent with degraded sound abatement foam, in the iso (international organization of standardization) port, light dust-like contamination on top of the blower motor and the blower motor seal, tiny unknown brown and white specks of contamination on the bottom the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown observed and observed dust likecontamination and was not able to confirm the complaint or address the symptoms specified. Section b1 was corrected to product problem. Section h1 was changed from serious injury to malfunction. Section h6 health effects - impact code was corrected. Section d5 (operator of device) was wrongly captured in initial report and updated in this report. Sections d8, d9, h2, h3, h6 has been updated in this report.